Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 9, 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter powered off during use. A letter was sent to the patient since he could not be reached by phone. The customer care advocate (cca) noted that the patient changed the reported meter battery "two weeks ago" and the meter power issue started in 2007. The patient reported taking an increased dose of novolog insulin. The cca noted that the patient became very shaky and bottomed out. A reading was not obtained on another device. The patient denied receiving medical intervention. No information was provided as to whether the patient took self-treatment actions when she felt shaky. The cca noted that the meter battery was replaced per the owner's manual. The battery contacts were in good condition. The patient said the meter turned off before the automatic shutoff period. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges she was unable to obtain a reading on the lfs product and took an increased dose of insulin. She claims she became very shaky, which can be a typical symptom of hypoglycemia.